Manufacturer narrative:
Updated data: d9 - device available for evaluation and return date d3 - device evaluated, device returned to manufacturer and eval summary attached h6 - method, result and conclusion codes h10 - product analysis for primary device ((B)(6)): upon receipt at medtronic¿s quality laboratory, the valve ((B)(6)) was received in original container jar with clear unknown solution. All leaflets were flexible and intact with signs of creases possibly associated with the crimping and recapturing process. As received, all leaflets appeared partially open. Remnant bloody host material found on all commissures. All commissures appeared intact. The valve appeared blood-stained with the waist and inflow in a slightly crimped state. The valve was submerged in warm saline; valve expanded further. The valve was placed in a cold saline bath to perform loading simulation per instructions for use. Upon loading, both frame paddles appeared seated within the paddle attachment pockets. The capsule was advanced covering the frame paddles and outflow crown struts. The capsule was advanced until the capsule guide tube covered the commissure pad of the valve. The inflow cone was advanced to crimp the inflow portion of the valve. The capsule was fully advanced over the valve. No visual or tactile anomalies were identified during loading simulation. The valve was deployed in a warm saline bath. The deployment knob was rotated to expose the valve at the inflow; no frame anomalies were noted. The valve continued to be deployed up to the point of no recapture; no frame anomalies were observed. The valve was fully deployed. No frame anomalies were noted during the deployment simulation. Conclusion for primary device ((B)(6): the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. No images were provided to medtronic, so no image review could be performed. This event was reviewed by medical safety team. The excerpt of the medical safety subject matter expert (sme) review report follows: upon review of the information provided, the primary event of valve infolding, identified after first recapture, requiring removal and replacement with a 2nd pro+ valve/system, is assessed as likely related to the 1st pro+ valve. DHR notes no device anomalies, non-conformance or manufacturing process issues that may have contributed to this case. The adverse events reviewed in this medical safety assessment are known potential risks associated with the implantation of the pro+ valve. The reported harms and severities are documented in the risk files and instructions for use (IFU). No further safety assessment is required at this time. Per the device IFU, in the event that valve function or sealing is impaired due to excessive calcification or incomplete expansion, a post-implant balloon dilation of the bioprosthesis may improve valve function and sealing. To ensure patient safety, valve size and patient anatomy must be considered when selecting the size of the balloon used for dilatation. The balloon size chosen for dilatation should not exceed the diameter of the native aortic annulus. Refer to the specific balloon catheter manufacturer's labeling for proper instruction on the use of balloon catheter devices. Infolding events are typically related to patient anatomical factors (i.e., calcification level, left ventricular outflow tract (lvot) anomalies, compliance of the annulus, bicuspid valve, etc.) And/or procedural factors (i.e., pre-case planning, sizing, loading, user technique, etc.). Additionally, the valve frame is constructed with nitinol and the latticed strut design allows the valve to be compressed and loaded into the delivery system. During either the loading or deploying/recapturing process, the struts may cross over and catch on each other while being compressed, and potentially cause infolding. Per the physician, the patient's two heavily calcified sinuses contributed to the infold. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. Product analysis for concomitant device ((B)(6)): upon receipt at medtronic¿s quality laboratory, the valve ((B)(6)): were received in original container jar with clear unknown solution. All leaflets were flexible and intact with signs of creases possibly associated with the crimping and recapturing process. Remnant bloody host material found on all commissures. All commissures appeared intact. The valve was received partially crimped with creases on the skirt. The inflow aspect exhibited a d-shaped appearance. The valve was submerged in a warm saline bath; the valve appeared to maintain a compressed condition. It is possible the valve maintained a compressed state from being in a crimped state for an unknown duration of time. Due to the received condition of the valve, a deployment simulation could not be performed to assess against the reported event. Conclusion for concomitant device ((B)(6)): the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. No images were provided to medtronic, so no image review could be performed. This event was reviewed by medical safety team. The excerpt of the medical safety subject matter expert (sme) review report follows: upon review of the information provided, the secondary event of valve infolding, identified after 1 recapture, on the 2nd pro+ valve, requiring removal with no further implant attempts, is assessed as likely related to the 2nd pro+ valve. DHR notes no device anomalies, non-conformance or manufacturing process issues that may have contributed to this case. The adverse events reviewed in this medical safety assessment are known potential risks associated with the implantation of the pro+ valve. The reported harms and severities are documented in the risk files and instructions for use (IFU). No further safety assessment is required at this time. Per the device IFU, in the event that valve function or sealing is impaired due to excessive calcification or incomplete expansion, a post-implant balloon dilation of the bioprosthesis may improve valve function and sealing. To ensure patient safety, valve size and patient anatomy must be considered when selecting the size of the balloon used for dilatation. The balloon size chosen for dilatation should not exceed the diameter of the native aortic annulus. Refer to the specific balloon catheter manufacturer's labeling for proper instruction on the use of balloon catheter devices. Infolding events are typically related to patient anatomical factors (i.e., calcification level, left ventricular outflow tract (lvot) anomalies, compliance of the annulus, bicuspid valve, etc.) And/or procedural factors (i.e., pre-case planning, sizing, loading, user technique, etc.). Additionally, the valve frame is constructed with nitinol and the latticed strut design allows the valve to be compressed and loaded into the delivery system. During either the loading or deploying/recapturing process, the struts may cross over and catch on each other while being compressed, and potentially cause infolding. Per the physician, the patient's two heavily calcified sinuses contributed to the infold. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the attempted implant of this transcatheter bioprosthetic valve, pre-implant balloon aortic valvuloplasty (bav) was performed using a 23 millimeter (mm) balloon. During attempted implant, the valve did not expand well and was observed to be infolded. The valve was withdrawn and another pre-implant bav was performed using a 25mm balloon. A new valve was inserted into the patient. However, on attempted deployment, the valve did not expand well and was observed to be infolded. The valve was withdrawn from the patient. No further attempts were reported. No adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: evproplus-29, serial/lot #:(B)(6), ubd: 26-jun-2024, UDI#: (B)(6). Section d references the main component of the system. Other medical products in use during the event include: product ID d-evprop23-29; product type: 0195-heart valves; implant date na ; explant date na product ID d-evprop23-29; product type: 0195-heart valves; implant date na ; explant date: na. Product ID: l-evprop23-29; product type: 0195-heart valves; implant date: na; explant date: na product ID l-evprop23-29; product type: 0195-heart valves; implant date: na. Explant date: na. Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: b5 - event description h6 - patient code additional codes - imf codes medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was was received that during the attempted implant of the the first valve (f544336) and second valve (j002993), no misload was observed during loading of either of the valves. The infold of the valves were observed on the second deployment as both valves were recaptured two times due to being under expanded. Per the physician, the patient's two heavily calcified sinuses contributed to the infold. A procedural delay resulted from the infold. No adverse patient effects were reported.